Event description:
It was reported that a flipped pump was suspected, but it was not confirmed. The healthcare provider (hcp) were unable to fill the pump. They attempted visualization with ultrasound. Ultrasound did not help with access. On (B)(6) 2013, they evaluated under fluoroscopy and attempted to reorient. The patient status was indicated as "alive; no injury." Additional information reported the pump had not flipped. It was just difficult to fill. It was filled under fluoroscopy. The patient had no further issues and was getting good therapy. The plan was to re-evaluate at the refill. Further information received reported the pump was refilled under fluoroscopy and the pump did not flip. The pump appeared to move within the pocket. The patient¿s refill went well. The pump was being used to deliver morphine and marcaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).